Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tibia fracture (2009) and tooth extraction. Concurrent conditions included esophageal reflux. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2015 to (B)(6) 2015. In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines/headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced overgrowth bacterial ("bacterial overgrowth"). In (B)(6) 2016, the patient experienced somatic symptom disorder of pregnancy ("false pregnancies"). In (B)(6) 2019, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems: uti") and dysmenorrhoea ("dysmenorrhea (cramping)/bad menstrual cycles"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, cystitis, urinary tract infection, somatic symptom disorder of pregnancy, headache, nausea, female sexual dysfunction, overgrowth bacterial, migraine, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, nausea, overgrowth bacterial, pelvic pain, somatic symptom disorder of pregnancy and urinary tract infection to be related to essure. The reporter commented: she received treatment for bladder/urinary problems- bladder infection and uti. Essure removal not planned as the patient is unable to afford surgery. Previously reported date of insertion (B)(6) 2015. 2-8 coils visible at the opening to the tubal ostia on the right and 2-8 coils visible at the opening to the tubal ostia on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2021: diagnoses: failed sterilization. Procedure: bilateral salpingectomy and removal of essure coils. Specimens: left and right fallopian tubes. Indication: previous esher (essure) coil placement 6 years ago. Has had 2 chemical pregnancies and wishes permanent sterilization. She also complains of migraines every 2 weeks and feeling that she is pregnant every other cycle. Findings: normal anatomy. Description: both tubes were removed using enseal device along longer length without bleeding. Along removal of tubes we remove the coils entirely. Post decompression view was obtained there was no bleeding. Patient was taken to the recovery room in good condition. Batch no: c51074. Production date: 2014-04-24. Expiration date: 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tibia fracture (2009) and tooth extraction. Concurrent conditions included esophageal reflux. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2015 to (B)(6) 2015. In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced overgrowth bacterial ("bacterial overgrowth"). In (B)(6) 2016, the patient experienced somatic symptom disorder of pregnancy ("false pregnancies"). In (B)(6) 2019, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems: uti") and dysmenorrhoea ("dysmenorrhea (cramping)/bad menstrual cycles"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, cystitis, urinary tract infection, somatic symptom disorder of pregnancy, headache, nausea, female sexual dysfunction, overgrowth bacterial, migraine, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, nausea, overgrowth bacterial, pelvic pain, somatic symptom disorder of pregnancy and urinary tract infection to be related to essure. The reporter commented: she received treatment for bladder/urinary problems- bladder infect.,uti. Essure removal not planned as the patient is unable to afford surgery. Previously reported date of insertion (B)(6) 2015. 2-8 coils visible at the opening to the tubal ostia on the right and 2-8 coils visible at the opening to the tubal ostia on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: diagnoses: failed sterilization procedure: bilateral salpingectomy and removal of essure coils. Specimens: left and right fallopian tubes. Indication: previous esher (essure) coil placement 6 years ago. Has had 2 chemical pregnancies and wishes permanent sterilization. She also complains of migraines every 2 weeks and feeling that she is pregnant every other cycle. Findings: normal anatomy. Description: both tubes were removed using enseal device along longer length without bleeding. Along removal of tubes we remove the coils entirely. Post decompression view was obtained there was no bleeding. Patient was taken to the recovery room in good condition. Batch no c51074 production date: (B)(6) 2014. Expiration date: 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: essure removal information added; upgraded event "pelvic pain"; lab data added; reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.